Event description:
This report is filed because the deployed clip (1035744503) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required two additional mitraclips for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat mixed mitral regurgitation (mr) with a grade of 4. Two mitraclips were successfully implanted and the mr was reduced to 1-2. On (B)(6) 2015, 18 hours post-procedure, it was observed that the second clip (1035744503) implanted detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that the mr increased to 3-4. Two additional clips were implanted to stabilize the valve and reduce the mr to 3. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no other incidents of single leaflet device attachment for the reported lot. Based on the information reviewed, there is no indication of a product deficiency.